Event description:
This method is linear from 0 to 1100 u/l for serum and plasma (lithium heparin).a discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same system and on an alternate system. The repeat result obtained from the same system was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The hsc determined that the system data is consistent with a specimen integrity issue with a single sample. The cause of the discordant magnesium result is unknown. The customer successfully repeated the sample, which resulted within the acceptable range. The instrument is performing within specifications. Further evaluation of the device is not required.